Event description:
It was reported that a revision surgery was performed due to dislocation and pain.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicates that it was reported that a revision surgery was performed due to dislocation and pain approximately 10 months post implantation. Additionally, there are no patient medical records or radiographs to be provided for review. Therefore due to insufficient information, a clinical assessment cannot be performed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.